Manufacturer narrative:
(B)(4). Batch # n54z6u. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a robotic assisted lobectomy procedure the first firing of the device felt fine but the knife blade did not return automatically or with the powered reverse button. The customer used the manual override to release the knife and remove the device. The cut and staple line were complete and properly formed. Procedure was completed with that firing. No buttressing material was used and it was unknown which reload was used there were no patient consequences reported.